Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received by abbott, the cause of the reported output problem and subsequent cancellation remains unknown.

Event description:
Dring an atrial flutter procedure, the ampere generator was not generating any wattage. The catheter was exchanged, and the cables were reconnected without resolve. The procedure was then cancelled.